Event description:
It was reported that the facility experienced a post operative re-bleed following a tonsillectomy/adenoidectomy procedure using the coblator ii controller with an evac 70 xtra wand. The procedure was completed successfully, however, sometime post-operatively the pt experienced re-bleeding at the surgical site. No info regarding the treatment of the post-operative bleed was available; however, no other complications were reported as a result of this event.